Event description:
Patient reported "[they] had a puncture for alcl and they found malignant cells". Patient later reported "a multiseptated collection with heterogeneous contents was punctured in the periprosthetic breast, and approximately 120 ml of viscous citrus yellow liquid was removed." Histopathological markers cd30+ and alk- have not been received. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification d.6a (partial date of implant): 2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "[they] had a puncture for alcl and they found malignant cells". "A multiseptated collection with heterogeneous contents was punctured in the periprosthetic breast, and approximately 120 ml of viscous citrus yellow liquid was removed." Histopathological markers cd30+ and alk- have not been received. Physicians: dr. (B)(6).

Event description:
Patient reported "[they] had a puncture for alcl and they found malignant cells". Patient later reported "a multiseptated collection with heterogeneous contents was punctured in the periprosthetic breast, and approximately 120 ml of viscous citrus yellow liquid was removed." Histopathological markers cd30+ and alk- have not been received. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event lymphoma alcl suspected is classified as medical and it is unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; b3; b5; b6; b7; d6a; d6b; h6.

Event description:
Patient reported "[they] had a puncture for alcl and they found malignant cells". Patient later reported stabbing, swelling, "a multiseptated collection with heterogeneous contents was punctured in the periprosthetic breast, and approximately 120 ml of viscous citrus yellow liquid was removed." Histopathological markers cd30+ and alk- have not been received. This record is for the right side. Device was explanted.